Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited rising and high thresholds. The ra and rv leads were reprogrammed to unipolar and later explanted and replaced. No patient complications have been reported as a result of this event.